Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. The insulin pump was scratched lcd window, cracked display window corners, battery tube threads cracked and cracked reservoir tube lip.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was buzzing and beeping without an alarm. The customer reported that the insulin pump was exposed to moisture and there was fluid under the lcd display. The customer's blood glucose was 230 mg/dl at the time of incident. The insulin pump will be returned for analysis.